Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02334.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the failure to retract the commander delivery system pusher likely caused the partial balloon inflation and balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during the implant of a 23mm sapien 3 valve, by transfemoral approach in aortic position the pusher of the commander delivery system was not retracted, therefore, the balloon was inflated partially and burst. Subsequently, the valve embolized into the ventricle and the patient was converted to surgery. The embolized valve was explanted and a surgical valve was then implanted under general anesthesia. After the procedure, the patient suffered a minor stroke.